Manufacturer narrative:
Event date: date of event not provided and estimated based on the aware date.

Event description:
It was reported that the guidewire was difficult to remove from the catheter the target lesion was located in the posterior tibial artery. A v-18 control wire guidewire was advanced for treatment together with a rubicon catheter. However, the guidewire was unable to withdraw from the rubicon. The v-18 guidewire was in the distal posterior tibial artery, through a lengthy occlusion. The v-18 and rubicon were removed together.